Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 4 / 4. The home patient (hp) checked the lines and bags and found no source of leak. The technical service representative (tsr) assisted the hp with troubleshooting the alarm, ending therapy, and advising to disconnect using aseptic technique. During a follow up with the hp regarding the alarm, the hp reported that he did not know what caused the alarm, but the issue was resolved and he resumed therapy without any further issues. The hp confirmed that he had notified the nurse of this event. Per hp, he did not have any injury or harm as a result of this incident. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of the device evaluation.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).